Event description:
A customer contacted beckman coulter inc. (Bec) regarding a leak of blue fluid dripping from underneath the coulter lh 750 hematology analyzer while performing start up. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and observed that the clenz (cleaner) leak was stemming from the white blood cell (wbc) aperture bath coming loose from the wbc apertures. Fse reseated the wbc aperture bath and cleared the vent lines to complete blood count (cbc) overflow chamber. The root cause for the leak was the bath coming loose from the wbc aperture. (B)(4).